Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However the outer insulation was cut due to explant damage. The lead was returned with the helix partly retracted and tissue visible in it. The tissue was removed and the helix operated within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the helix was broken and would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.